Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, the photograph has been evaluated. Inspection of the photograph found that the leads of the amino acid and glucose chambers were reversed, confirming the reported condition. The cause was determined to be a human error/operator error during the assembly process. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. A photograph of the device has been received. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a triple phase bag was misassembled, with the wrong leads connected to two of the three chambers. The lead with the injection port should be connected to the glucose chamber, and the lead with the drip chamber should be connected to the amino acid chamber; however, the reporter stated that the leads to these two ports were reversed. The step of setup or therapy during which this was noticed is unknown. Patient involvement is unknown, though there was no report patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 16.